Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address pain, swelling and suspected infection approximately five (5) weeks post-operatively. The articular surface was removed, however, the new articular surface was unable to be seated, so the surgeon opted to reuse the original articular surface after it was sterilized. Initial operative notes noted no intraoperative complications. Revision operative notes noted that poor healing, necrosis and effusion were found. The original articular surface was soaked several times in hydrogen peroxide and iodophor and rinsed with saline before it was re-inserted. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). Concomitant devices - nexgen stemmed precoat cemented tibial component size 3 catalog #: 00598003701 lot #: 65550560, nexgen posterior stabilized standard cemented femoral component left size 7 catalog #: 42500606201 lot #: 65335356, nexgen straight stem extension 12.7mm x 30mm catalog #: 00598801212 lot #: 65584578 report source - foreign: event occurred in china. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were received and reviewed. The device history records were reviewed and no discrepancies were identified. The instructions for use for the articular surface instruct the following: "do not reinsert an articular surface implant that has been inserted previously. There may be visually nondetectable flaws that could reduce the service life of the implant." However, a definitive root cause regarding the revision could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this patient: 0001822565-2023-01056; 0001822565-2023-01217.